Event description:
Boston scientific has become aware of the following event: the lesion was 90% of stenosis with calcification and not tortuously at rca mid to distal. Neos rinato wire was crossed to the lesion and an imaging was performed prior to pci. When it was tried to remove, the coil part, the distal tip of the wire got caught in the guidewire exit port and it was failed to remove. Though the transducer was placed to the distal, it couldn't be removed. Therefore, the catheter was removed with the wire. The wire got damaged at the distal. Also, the exit port got lifted and it was not used for imaging.